Event description:
It was reported by the rep that when the device was used during right colon resection procedure, staple line bleeding occurred. A competitor's device was used to complete the case. There was no consequence to pt.